Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). E1 event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) required battery replacement. No harm or injury reported

Manufacturer narrative:
Updated fields: b4, d5, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, work order opened in error. A pm work order is opened. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.